Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an open procedure, while clipping the vessel, the clips did not fire. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received partially applied with six clips remaining. The instrument was received with a clip not loaded properly. Functionally, the instrument was fired once in air and proper clip formation was confirmed. The remaining clips were then fired on test media with proper formation. When the cartridge was empty, the interlock engaged and prevented the jaw from approximating. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. The root cause of the observed condition was determined to be a result of a manufacturing activity that has been previously addressed by a non-conformance report. If information is provided in the future, a supplemental report will be issued.